Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision due to severe valgus deformity and laxity of ligaments leading to hyperextension.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the severe valgus deformity reported, which may have contributed to the ligament laxity and hyperextension.

Event description:
Index surgery: (B)(6) 2012. Revision due to severe valgus deformity and laxity of ligaments leading to hyperextension.